Event description:
It was reported the patient presented for initial procedure. During implant, it was observed the lead exhibited high pacing impedance, a failure to sense, and a failure to capture. The suspected cause was a lead fracture. The physician elected to complete the procedure with another lead. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance, failure to sense, failure to capture, and lead fracture were not confirmed. A complete lead was returned in one piece for analysis. Visual and electrical testing were normal with no anomalies found.